Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On (B)(6) 2026 the customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 370 mg/dl. The health care provider delivered a manual insulin injection to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged later the same day.